Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
New information received notes that the patient tolerated the procedure well.

Event description:
It was reported that inappropriate atp therapy and inhibition of therapy due to noise were observed. Myopotential oversensing was observed. The device was explanted and replaced.